Event description:
The physician attempted to close a femoral artery with a 6 fr closer. When he pulled the knot to close the arteriotomy, the suture pulled through the tissue tract. Manual compression was held to achieve hemostasis. A small amount of tissue or clot was seen on the suture. The pt was admitted to the hospital and discharged the next day. Pt presented to the ER 3-4 days later and was admitted to have surgical repair of a pseuduoaneurysm.